Event description:
Baxter reported that a transfer set has been replaced because of leaks of theperitoneal dialysis fluid through the tubing. The transfer set was placed in december 2004. No patient injury of medical intervention was associated with this incident per baxter.